Event description:
Information provided states that during a plantalar fusion with g-beam case the tip of the kirschner wire (k-wire) broke. The surgeon continued with the procedure and left the broken k-wire tip in the patient.